Event description:
It was observed that during the device evaluation, the colonovideoscope showed no image. The light guide lens had debris, the objective lens and light guide lens had a pinhole in the glue. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, the reportable event no image and the objective lens and light guide lens had a pinhole in the glue were due to component failure. However, a definitive root cause for light guide lens had debris could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.